Manufacturer narrative:
The drive support disk was inspected and no anomaly was noted. The pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor test, and an excessive no delivery test. The pump was received with a minor scratched display window. (B)(4).

Event description:
The customer reported via phone call that she had a low blood glucose of 49 mg/dl. Customer stated that her blood glucose has been running consistently low and she was taking the pump off except when she gives boluses and has to drink juice during the night every 2 hours. Customer's current blood glucose was 49 mg/dl. Customer treated with apple juice. Customer stated that the drive support cap was protruded. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.